Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the catheter of the delivery system broke outside of the pt. The lesion being treated was a 95% stenosed, severely calcified distal right coronary artery (rca). As the physician was trying to push the taxus express2 8.8% 2.50mm x 16mm stent past the lesion, the proximal end of the catheter broke outside of the pt's body. The physician was able to remove the entire delivery catheter without pt injury or complication. The physician was then able to continue the procedure and deploy two add'l taxus stents in the rca by using the buddywire technique. The reported complication of cardiac arrest and the dissection occurred after the catheter had broken and were not related to the taxus devices. The pt's condition is listed as stable.